Event description:
In cardiac cath lab, the patient was undergoing angioplasty with stent placement. The premounted stent was placed in the left anterior descending artery. After the stent was deployed, it uncoiled and punctured the artery causing bleeding and subsequent cardiac arrest. The patient was taken to the or for repair of the vessel. The patient never responded post-operatively and expired on 7/27/97.